Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is poorly positioned implants or lucency due to the patient's condition. Ifuse implant, p/n 7040-100, lot 3777-10030, ifuse implant, p/n 7045-100, lot 3777-10036.

Event description:
In (B)(6) 2012, the surgeon performed a right side si joint fusion on the patient placing two ifuse implants. The patient had initial pain relief, but later complained of persistent right side pain beginning in (B)(6) 2014. A CT scan revealed possible lucency around the most caudal implant. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the most caudal implant and added iliosacral screws and rods to help fixate the joint.